Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). The customer has reported that no parts are available for return for evaluation.

Event description:
The customer stated that this unit had a transducer error. Upon evaluation it was noticed that the tubing connected to the transducer had become unplugged. The tubing was reconnected but after approximately twenty minutes the unit alarmed and the tubing had become disconnected again. After replacing the tubing the issue no longer occurred. There was no patient involvement at the time of the incident.